Event description:
It was reported that the customer's sensor was beeping low sensor glucose. The customer's blood glucose was 36 mg/dl. The customer treated herself with orange juice during the call and her blood glucose rose to 46 mg/dl. The customer declined troubleshooting for her low blood glucose levels. The customer stated her low blood glucose levels were due to high activity earlier and that she felt fine. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).